Event description:
On or around 09/02/1999, the account reported a negative testpack plus hcg combo result for a random urine sample from a pt presenting for an initial ob appointment. The negative result was questioned by the physician and the sample was retested two times, giving weak positive results. No further info provided. No report of injury.